Event description:
It was reported an issue with premicron suture. The customer reported that the suture thread broke in two different patients, resulting in the dislodgement of a central venous catheter in one and an arterial catheter in the other. It broke on another occasion while the doctor was performing the suture; he tightened the knot with the forceps from the suture kit, and that broke as well. Furthermore, we normally use size 2/0, but when we order 2/0 through the pharmacy software, we automatically receive 3/0. It was necessary to urgently insert a peripheral IV line so that the patient could continue receiving anesthesia, followed by the rapid insertion of a new central venous catheter by the anesthesiologist. 1. Central venous catheter incident description: a suture used as a fixation device to secure a central venous catheter (cvc) to the skin failed in a 70-year-old male patient (182 cm, 88 kg). Details: during the reinsertion of the central line, the anesthesiologist-intensivist also experienced a suture breakage while tightening the knot using needle holders (suture forceps). 2. Tracheostomy cannula incident description: rupture of the fixation suture for a tracheostomy cannula during a routine dressing change (same patient as above).

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch; two complaints received at the same time from the same end customer and same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 10 closed samples. To evaluate the conformity of these units we performed knot pull tensile strength test. The results are 1.74 kgf in average and 1.55 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.92 kgf in average and 0.31 kgf in minimum. These values are in the usual range for this thread and size. As informed in the instructions for use of the product in "mode of application": the knots have to be positioned properly and adequate knot security given (square and flat knots). The surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 1.86 kgf in average and 1.76 kgf in minimum and fulfilled ep requirements: 0.92 kgf in average and 0.31 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirement regarding knot pull tensile strength. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.